Event description:
It was reported that during an unk procedure, the titanium tip of the device was broken. The surgeon used a second device, but the same situation appeared again. The broke part did not fall into the pt. The surgeon then changed to a third device to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.